Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse practitioner (np) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An np said they received a message from the patient's daughter saying the patient saw "call your doctor power on reset (por)" on their patient programmer (pp). The np asked the call center to call the patient's daughter. The call center then reviewed information about the code, called the consumer, and left a voicemail. Later on that day, the patient called saying they got the voicemail; the pp says por. The consumer noted that they haven't had any electromagnetic interference (emi) exposure, but did fall the other day. The call center told the patient to follow up with the healthcare provider (hcp) to have the message cleared. No patient symptoms were reported and no further complications have been reported as a result of this event.